Manufacturer narrative:
(B)(4). Additional relevant info will be provided when the device eval is completed.

Event description:
Same case as MDR ID: 1649384-2013-00034, 00035. It was reported that post-operative screw breakage occurred. The pt previously underwent a six level c2-t1 spinal fusion procedure using nexlink instrumentation due to myelopathy and spondylolisthesis. Of note, only one screw was placed at c7 and no screws placed at c6 due to pt anatomy. F/u routine xrays performed on (B)(6) 2013 revealed three screw shafts were broken, although it is not known/not reported when the breakage occurred. The single 22mm screw at level c7, and both 24mm screws at level t1 were broken mid-shaft. There was no notable event or trauma reported. The treatment plan is to monitor the pt as they are asymptomatic. The pt is not yet fused at the treated segments.